Event description:
The customer reported that during the afternoon of february 2002 a patient was being externally paced with good qrs capture. The chief nurse confirmed that the central station recognized this patient's pacer beats appropriately and generated alarms. During the night the patient died from asystole.